Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported that during patient use of the listed tracheostomy tube, difficulty was encountered when connecting the tube's 15mm connector to a ventilator connector. The tracheostomy tube was replaced. The reporter indicated no patient injury occurred as a result of the event.